Event description:
A surgeon reported noticing knife blades that were dull and others that were damaged with bent tips. Patient impact is unknown. Several attempts were made to retrieve additional information but there has been no response received to date.

Manufacturer narrative:
The investigation is in progress. Samples have not yet been received for evaluation. Since no lot number was provided, a device history record review could not be performed. (B)(4).